Event description:
Spacelabs received a report that a spacelabs central station monitor did not alarm on v-fib.

Manufacturer narrative:
The investigation revealed that the bedside monitor did alarm on v-fib, as documented in spacelabs' ics system. There was no printed record generated for the alarm as the auto alarm recording feature was turned to off. Additionally, the alarm volume on the bedside monitor in the patient room was set to very low, although the volume on the central station was set to an audible level. Testing carried out by spacelabs' field service engineer (fse) and the hospital's biomed at the customer's site confirmed that the central station monitor passed all tests and was operating to specifications. Alarms generated by the bedside monitor were present and audible at the central station. The fse and biomed were not able to duplicate the reported fault. The customer is continuing to use the central station monitor. No one has been injured as a result of this alleged malfunction. Spacelabs will offer additional training to the customer regarding record generation and alarm volumes. This report is considered final and the issue is closed.